Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The tubing that links the flow meter to the o2 outlet was found loose. The tubing was re-secured to resolve the issue.

Event description:
The hospital reported an aux o2 failure, affecting flow to the patient via the aux o2 outlet. There was no report of patient involvement.